Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/06/2017 - correction to serial #.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. The call service 078 alarm was duplicated during testing. Internal moisture damage was found on the motor flex connector. Due to the moisture damage the motor did not work. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Additionally, the audio bolus button was torn/punctured but responded appropriately to user input. A crack was found in the u groobe of the pump.